Manufacturer narrative:
D4: expiration date - added. H4: manufacturing date - added. H3: device evaluated by mfg summary /summary attached- updated. The device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the return device revealed that the coil delivery wire was kinked likely due to handling. In addition, the main coil appeared to be manually detached and was not returned for analysis, thus confirming the reported event. The main coil likely prematurely detached while it was being manipulated/re-positioned during use and it is most likely that the procedural or anatomical factors encountered during the procedure contributed to the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information available and analysis of the returned device, an assignable cause of 'procedural factors¿ will be assigned to this investigation, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject coil had prematurely deployed during use. There were no reported clinical consequences to the patient. No further information was provided.

Event description:
It was reported that the subject coil had prematurely deployed during use. There were no reported clinical consequences to the patient. No further information was provided.